Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the angle wire broken, the water nozzle clogged, the nozzle gluing missing, the air tube dirty, the water tube dirty, the air nozzle sharp, the bending rubber gluing discolored, the angulation-down angulation failure, the angulation-left angulation failure, the angulation-right angulation failure, and the angulation-up angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.